Event description:
The insulin pump was received stuck in unexpected restart/ force sensor calibration values corrupted alarm loop after the battery was installed due to software error. No other testing was performed due to the alarms. The following cosmetic damage was noted: cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at display window corners.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. Basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to motor error alarm. The following cosmetic damage was noted: stripped battery cap coin slot, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and broken belt clip slot.